Event description:
It was reported that the patient underwent an anterior cervical surgical procedure using rhbmp-2/acs. Post-operatively, it is alleged that the patient developed difficulty swallowing, swollen neck, cannot rotate head, intense pain, and headaches. No additional information has been provided.

Event description:
It was reported that the patient was admitted to the emergency room with neurological symptoms including neck pain, arm pain, numbness and weakness following an mva physician's notes indicate "s/p mva. C5 fracture with disk herniation and cord compression." The patient underwent surgery to treat traumatic c5-6 spondylolisthesis, perched facet and facet fracture, c5-6 herniated disk with radiculopathy and c6-7 herniated disc with cord compression and edema. The patient had an acdf c5-6-7, reduction of traumatic spondylolisthesis, nerve root decompression and spinal cord decompression using rhbmp-2/acs, a 7mm cage, and an anterior cervical plate. Per the operative notes, "it should be noted that the patient has a very short, squat, thick neck, much like a football player, making it extremely difficult in general..." Bmp was placed within the cages as both levels. Post-op the patient presented to the ER with complaints of swallowing difficulty. Patient had surgery 2 days ago, and reports that his throat is swelling and he is unable to swallow. A CT scan indicated "rather prominent prevertebral soft tissue swelling extending from near the base of the skull to c7 which is likely postsurgical hematoma with no focal abscess collection seen" postsurgical change of anterior fusion from c5 through c7 where there are disc stents and metal hardware in good position. No other abnormality is seen."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).